Event description:
Account alleged that the brakes were not setting at the head end of the stretcher, casters still roll. No injury reported.

Manufacturer narrative:
Stretcher has not been repaired at this time, no further info is available.